Manufacturer narrative:
Event date: date is approximate. Concomitant products: product ID: 3889-28, lot#: va0ldr6, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that in 2014-2015 they would lose and gain weight and as a result the device was flipping in its pocket. They were not sure if the hcp had created a new pocket when the device was put in. They also reported that the wire was bent so they had it removed in 2016.